Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during test grafts, the unit was showing skipping in the results. Mesher was disengaging at certain points during use. The device was tested multiple times to verify calibration and it was missing cuts during testing from customer. There is unknown patient impact or delay. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g3, g6, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, the unit was showing ¿skipping¿ in the results. Mesher was disengaging at certain points during use. The device was tested multiple times to verify calibration and it was missing cuts during testing from customer. It was confirmed that mesher was tested prior to use in harvested tissue so no damage caused to tissue an alternate means of preparing the graft was utilized. There was no patient harm or delay. Due diligence is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2b; d1; d4; g1; g3; g6; h1; h2; h3; h4; h6 and h11. Review of the most recent repair record determined the device was out of calibration. The device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction